Manufacturer narrative:
(B)(4). Other device used: catalog #00223200418, cerclage cable with crimp, lot #62944655, this report will be amended when our investigation is complete.

Event description:
It is reported the cables had to be revised due to the cable ends fraying causing the patient pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Lot numbers of both related cerclage cables with crumps have been altered to unknown. This report will be amended when our investigation is complete.

Manufacturer narrative:
Scanning electron microscopy analysis revealed that the cap screw of the gtr cable was fractured due to torsional overload. Ductile overload dimples were identified on the fracture indicating the direction of smearing in different locations. It is suspected that the cap screw was smeared torsionally with excessive load resulting in fracture. Crack initiation could not be identified on the fracture but the final rupture of smearing was suspected. No obvious inclusions and no fatigue fracture characteristics were identified on the fracture surface. Energy-dispersive x-ray spectroscopy semi-quantitative elemental analysis showed that the cap screw sample was consistent with tivanium alloy composition. When the cables are used with a plate, buttons are indicated to be used to keep the cable from directly contacting the plate. Some light damage is present on the wire in a location likely to have been in contact with the plate; however, the wire does not appear to be fraying in this location. It would be very unlikely for the cable to slip through the crimp in a manner that would tighten the cable itself while leaving additional slack on the side of the crimp that the cable was cut. A likely root cause for the fraying of the cable end is excess material left on the cable when it was cut. As returned, two gtr cables' connectors have similar damage on both sides. The head of the cap screw of one of the returned devices is fractured and missing. Both cables are frayed. Review of the device history record indicates the devices were manufactured to specifications.